Manufacturer narrative:
(B)(4). Broken jaw pre analysis. The analysis results found that the el5ml device was received with the left jaw ramp broken. This condition would not allow the jaws to collapse in order to form the clips. Due to the returned condition of the device no functional test could be performed to evaluate the reported incident. Although the returned condition of the device prevented functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended. However, the orange indicator did not show up. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the jaws did not open after the 5th firing and the trigger was returned to home position by hand. After that, the next clip fell into the patient when the device was fired. Then the device was fired for functionality out of the patient and multiple clips came out at a time. Another device was used to complete the case. There were no adverse consequences to the patient. A nurse commented that there was a possibility that the device had clamped another clip.